Event description:
It was reported that a device was used during a laparoscopic anterior resection. When the device was fired, the staples were not visibly formed and the distal donut was full but was not proximal. A temporary colostomy was placed.